Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange due to patient's concern with the product and rupture.

Event description:
Healthcare professional reported right side exchange due to patient's concern with the product and rupture. Device was explanted.

Event description:
Healthcare professional reported right side exchange due to patient's concern with the product and rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, deformation, wear abrasion. And was observed after autoclave cycle: cloudy gel and bubbles in gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings found.